Event description:
The customer reported a frozen screen and a button error alarm. The customer stated that the buttons were not pressed for three minutes or longer. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.